Event description:
The abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. The robotic manipulator arm (roma) is a mechanical component of the m2000sp instrument that moves the 1 ml subsystem carrier and disposable tip racks to different positions on the worktable. The customer reported the roma was making an unusual sound when moving. The abbott field application specialist (fas) was on-site and confirmed the rough and noisy movement of the roma x-motor. The motor was replaced, and the diagnostic checks passed. There was not any report of harm or impact to patient management. Elevated complaint investigation (B)(4) confirmed that a product malfunction of the x-drive motor (part number 10649045) occurred. The medical evaluation concluded that the hazards and harms identified in the malfunction risk evaluation (239-risk) would not be expected to cause or contribute to death or serious injury. This complaint is reported in accordance with 21 cfr 803 retrospectively on the basis it is linked to reportable field action (B)(4).

Manufacturer narrative:
(B)(4) is the same issue as seen in investigation (B)(4). Summary of elevated complaint investigation (B)(4): problem: excessive noise from the liha and roma x-drive motors was reported. Noise and step-loss failures occur within 2-3 months of instrument installation or replacement spare part installation. Conclusions: retain testing of the x-drive motor was not applicable as no file samples are retained. Supplier tecan has confirmed a product deficiency with the drive belt production process on some belts. Within 2-3 months of operation the belt tension changes leading to excessive noise and in some cases the associated arm crashes into a worktable object or becomes misaligned. X-drive axis motor replacement spare parts and all m2000sp and m24sp instruments manufactured with the assemblies with date codes between 01 january 2013 through 30 september 2013 are suspect. The m2000sp service manual contains adequate instructions for troubleshooting x-drive motor issues with replacement instructions and part number information. Valid material specifications are resident in pilgrim smartsolve for the motor dc arm x-axis 1000 increments evo part number 10649045. A thorough complaint search was performed to identify past complaint tickets from the last two years for any instances of the x-drive motors making excessive noise on the m2000sp instrument. Complaint history review showed that, over the last two years, thirteen complaints including the suspect complaints ((B)(4)) were found to be related to the issue of the x-drive motor failing on the m2000sp. (B)(4). Elevated complaint investigation (B)(4) concluded there was a confirmed product deficiency with the x-drive motor part number 10649045. Abbott molecular determined a field action (correction) should be taken to inspect and, if necessary, replace the affected belts. Abbott molecular initiated field action number (B)(4)on november 23, 2013 as a recordable field action. Upon receipt of FDA 483 observation #1 on (B)(4) 2014, abbott molecular determined this field action should have been reported to FDA per 21 cfr 806, and on (B)(4) 2014 reported it to the FDA (B)(4) district recall coordinator. Therefore, the purpose of submitting MDR 3005248192-2014-00015 is to retrospectively report this complaint because it is associated with field action (B)(4) (806 report number 3005248192-07/28/2014-002-c). To date, an FDA recall number has not been received. The following MDR was also reported: MDR 3005248192-2014-00007, MDR 3005248192-2014-00008, MDR 3005248192-2014-00009, MDR 3005248192-2014-00010, MDR 3005248192-2014-00011, MDR 3005248192-2014-00012, MDR 3005248192-2014-00013, MDR 3005248192-2014-00014.